Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had developed an infection on both midline and pocket incisions. Symptoms of fever and pain were noted. The physician believed that the infection was not device related but suspected that the cause of it was the preparation prior to the procedure. Antibiotics were prescribed. The patient underwent an explant procedure and was doing well postoperatively.